Event description:
When removing previously installed pedicle hardware, the adjuster instrument's distal tip snapped off. There is no known company/label/size details for the hardware that was removed that caused the tip separation. The IFU was not followed and this case is deemed user error. Products that are not listed for use in combination with marketed items in the IFU are not to be used together. No patient harm or injury was observed.